Event description:
The health care professional (hcp) felt there was a possible change in the infusion rate of the pump; pump volumes were not provided. A pump replacement was planned. There was no pt injury. The medication being delivered via the pump was not reported; the pump was used for the treatment of pain. It was reported that the pt was hospitalized in another hospital because of a gastric hemorrhage. The hcp expected the pt back to his hospital, to continue studying the case. The pump was filled with "physiological solution" and the pt took oral morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.